Event description:
Additional information was received from a company representative (rep) indicated the physician was unable to determine if the pump actually moved. It was noted the patient¿s revision surgery was cancelled due to an abnormal EKG and had not been rescheduled to this date. The event was not resolved, and it was unable to be determined at this time if the device would be returned. No further complications were reported.

Manufacturer narrative:
H6. Device code: c62917 is no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID 8780 lot/serial# (B)(4) implanted: (B)(6) 2017, explanted: product type: catheter, ubd: 13-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of morphine at 3.6 mg/day via an implantable pump. It was reported the patient stated they hit their pump on a table (located right flank) and it moved. The patient reported their leg pain has increased since the incident. There were no other environmental/external/patient factors provided that may have led or contributed to the issue. A roller dye study was performed. The catheter aspirated with no issue. Dye for intrathecal use was injected. No issues were identified around the pump itself. The dye would not advance past the anchor location. Surgical intervention was planned, however, it had not yet been scheduled at the time of the report.